Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue during the pump's load step filling insulin into the infusion set tubing. There was no misuse of the product and no patient injury associated with this issue. The issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a crack near the solder joint of the force sensor flex pins. Correction number: 2531779-03/24/2010-003-r